Event description:
This event was reported as a stent post perforated the aortic wall during implant and was discovered when aortotomy was being closed. Perforation was repaired and no pt complications. Valve remains implanted. No further information was provided.